Manufacturer narrative:
Batch review performed on 14-11-24. Lot 2247255: (B)(4) items manufactured and released on 06-06-2023. Expiration date: 2028-05-22. No anomalies found related to the problem.to date, all the items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 3 months from primary the patient came in reporting pain due to an anteverted cup resulting from a mobilization of unknown cause after an initial good positioning. The surgeon revised the cup and dm construct. The surgery was completed successfully.